Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the right ventricular lead implant, rotation gradually became hard and could not be rotated. The impedance was low and sensing or pacing could not be performed. Another lead was implanted instead. The patient had no adverse consequences.